Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. As lot #: 17024438m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that while a patient underwent an ablation procedure with a thermocool smarttouch bi-directional navigation catheter an electrocardiogram (ECG) noise interference event occurred. The customer indicated that noise appeared on all channels. This an MDR reportable event as lack of monitoring of cardiac rhythm while devices are intracardiac might lead to undetected arrhythmia that can be life threatening. The procedure was completed without patient's consequence. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. Therefore the catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Event description:
It was reported that a patient underwent a procedure with a thermocool® smarttouch® bi-directional navigation catheter and carto encounter an issue recognizing the catheter as well as there was noise on all electrocardiograms. The procedure was completed without patient's consequence. Per 21 cfr, part 803, this complaint is reportable because noise on all electrocardiograms could potentially contribute to a death or serious injury.